Event description:
Patient presented back to the physician with neck pain and right-sided ear pain. Physician administered a steroid injection into the neck. This resolved the issue.

Event description:
Patient presented to the physician with consistent pain behind the right ear, which is sensitive to touch. Physician prescribed gabapentin.